Event description:
It was reported that revision surgery was performed due to elevated metal ion levels, pain and an adverse reaction to metal debris.

Event description:
It was reported that revision surgery was performed due to femoral fracture.

Event description:
It was reported that revision surgery was performed.